Event description:
During the manufacture and testing of architect i1000sr, the operator on the manufacturing floor found that the wiring connection on the pipettor wash cup solenoid valves s1 and s3 were reversed. The issue was discovered in-house, prior to the instrument being released for distribution. There was no patient impact. A field correction was taken by implementing a mandatory technical service bulletin to verify proper valve connections and function. Per notification to the FDA district office in 2009, this inspection of the architect i1000sr in the field through tsb is recordable. However, this issue meets MDR reporting criteria and is being submitted per medwatch 3500a.

Manufacturer narrative:
When the pipettor wash cup valve connections are connected in the wrong positions, the probe will not be washed appropriately, and results in the potential for sample to reagent carryover and/or reagent to sample carryover. The system will not function as designed. Carryover caused by insufficient probe wash can impact calibrations, controls and patient results. The degree of impact is dependent on the assay being run on the system. A previous corrective action to add peer reviews during the seating of the s1, s2 and s3 connections manufacturing was not effective since this was a new instance of this failure manufacturing. A factory planned correction was implemented and new instructions added to the previous engineering change notice to ensure the valve connections are correct for each location. A factory quarantine was initiated and required that all in-house inventory for the i1000sr wash cup assembly complied to the updated engineering change notice. A mandatory technical service bulletin was made effective in 2009. This tsb provides instruction on performing maintenance and diagnostic 6200 command line interface terminal simulator along with a visual inspection of the wash cup cable connectors to verify their proper orientation at the bracket assembly. In addition, the mandatory tsb must be completed prior to, or during installation of all architect i1000sr systems. This is the final report.